Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c.® whitefoam¿ dressing/dressing kit was allegedly retained in the wound of the second case of three patients'. The foreign materials were not returned to kci for identification; therefore, kci is unable to confirm their identity. Device labeling, available in print and online, states: dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam or non-adherent material underneath the v.a.c.® granufoam¿ dressing to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On mar 21 2017, the following information was reported to kci by the wound care nurse: the nurse stated that a foreign material alleged to be v.a.c.® whitefoam¿ dressing had been left in the wound on several of their patient's, which had resulted in each patient going back to surgery. This had occurred on at least three occasions and it may have happened with other patient's from their clinic. An inquiry was requested as to whether the foam color could changed as it was not visible on x-ray (radiopaque) or easy to visualize. On mar 24 2017, the following information was reported to kci by the wound care nurse: the nurse reported that there were multiple patients who had allegedly had the v.a.c.® whitefoam¿ dressing retained in their wounds and surgical intervention was needed to remove the retained foam. On mar 27 2017, the following information was reported to kci by the wound care nurse: the nurse stated that she spoke with their facility risk manager who felt it was not appropriate to provide any further patient specific information for the alleged events. She did not have any specific numbers of how many patient's had an event where the v.a.c.® whitefoam¿ dressing was allegedly retained in the wound, but new this occurred on at least three separate patient's that she was personally aware of. She did not have any lot numbers for the v.a.c.® whitefoam¿ dressing and confirmed the v.a.c.® whitefoam¿ dressing was unavailable for return for evaluation. The v.a.c.® whitefoam¿ dressing lot numbers were not provided, therefore kci cannot conduct a device history review or a device evaluation of the v.a.c.® whitefoam¿ dressing. Patients #1, #2, #3, required a surgical procedure to remove the foreign material alleged to be v.a.c.® whitefoam¿ dressing for all three patient's wound beds. The occurrence dates of the three alleged events were not provided by the wound care nurse. Patient #1 is addressed under MDR-3009897021-2017-00053_(B)(4). Patient #2 is addressed under MDR-3009897021-2017-00055_(B)(4). Patient #3 is addressed under MDR-3009897021-2017-00056_(B)(4).